Manufacturer narrative:
H.6. Investigation summary: bd received one used, insyte autoguard 20ga unit in an opened package from material number 381434, lot number 9351587. The sample consisted of the retracted needle inside in the opened package, a loose needle cover and catheter/adapter assembly. Through the visual inspection of the returned sample there was no mechanical / physical damage observed. It is possible that the catheter adapter was lodged into the needle cover either due to the needle cover or adapter misorientation however it is impossible to verify as the unit arrived in a disassembled form with no visual defects. The reported issue was not confirmed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter separated from the needle. This was discovered during use. The following information was provided by the initial reporter: material no.: 381434, batch no.: 9351587. It was reported the catheter separated from the needle prior to insertion. IV catheter removed from needle when cap removed and needle exposed. Rn did not recognize catheter was missing and placed needle and catheter. Patient required new IV.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter separated from the needle. This was discovered during use. The following information was provided by the initial reporter: material no.: 381434, batch no.: 9351587. It was reported the catheter separated from the needle prior to insertion. IV catheter removed from needle when cap removed and needle exposed. Rn did not recognize catheter was missing and placed needle and catheter. Patient required new IV.